Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective processor board. The archive data indicated occurrence of system error 132 (internal watchdog timeout), confirming the complaint. The autopulse platform failed functional testing due to "system error, out of service, revert to manual CPR" message displayed upon powering on, confirming the complaint. The processor board was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During device check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.